Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the pump¿s black box showed multiple unexplained pump reboot events on (B)(4) 2018. The battery compartment was undamaged. The battery cap threads were stripped and the cap was unable to maintain an electrical connection. There was evidence of moisture corrosion observed in the battery compartment and on the battery cap. Further moisture corrosion was found on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that the patient was traveling in the bahamas when he noticed that there was moisture in the battery compartment and then the pump went dead. The patient replaced the battery and the pump still did not work. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.